Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018 it was noted that the balloon protective sleeve was not removed from the device but was still used on the procedure. Reportedly, the physician and the tech failed to notice that the protective sleeve remained inside the patient. Another procedure was performed on (B)(6) 2018 to remove stones from the patient and they noticed that a foreign body which is positive to be the balloon protective sleeve was left inside the patient. The detached part was then removed using a spybite forceps. The customer noted that it was not clear that the sheath needed to be removed and believes there should be a flag or sticker indicating to remove the sheath prior to use. There were no patient complications reported as a result of this event.